Event description:
It was reported that after successful initial setup of the ilet pump, dosing stopped and the display showed ¿dosing stopped ¿ connect cgm or enter bg,¿ which was clarified to indicate the pump was not receiving continuous glucose monitor (cgm) readings; a dexcom cgm sensor had not been placed or paired initially, and a sensor was then placed and started with warm-up and pairing underway, with guidance to enter meter blood glucose temporarily if available and to wait for cgm warm-up before meals. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and education regarding proper cgm placement, pairing, and warm-up to restore automated dosing. Investigation of this case revealed that therapy paused as designed in the absence of cgm data and that pairing and warm-up were progressing to reestablish glucose readings and resume dosing. It was concluded, based on previously established findings for similar reports, that the cause was use without an active, paired cgm sensor.